Manufacturer narrative:
Because actual used device was not returned and no relevant procedure or pt info was available, the conclusions reached and codes used were largely speculative and based on the evaluation of unused samples from the same lot that were within specification. Evaluation: (B) (4) contacted (B) (4) for more info on 03-26-2010, a DHR review was performed with no abnormalities found. Two unused samples from the same lot were physically evaluated on 05-04-2010 with no abnormalities noted. Conclusion: because actual device used was not returned and no relevant procedure or pt info was available, an exact conclusion cannot be reached. Unused samples from the same lot that were returned by the customer were within specification. This event is most likely user-related.

Event description:
Customer reported to distributor the following: customer reports tip of cutting loop broke off in pt. During a procedure. Customer reports this is the second time this has occurred. The first time the problem occurred, it was not reported, but the item was from the same box. Customer is trying to locate the broken tip, but does have 2 unused items from the same box. Used an alternate item from a different box. Procedure not yet complete at time of reporting.